Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented with post paced t wave oversensing on their implantable cardioverter defibrillator.